Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: a doctor tried to confirm if the jaw could be closed and opened normally after loading sulu, confirmed the tip of jaw got articulated automatically even when the sulu did not touch the toggle. However, using this one the firing was done and no problem in the staple like was confirmed. The case was completed with no problem without exchange of product. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. Nothing fell into the cavity.